Event description:
A physician reported a pt who was skin tested with negative results (date of test unknown) and injected with two formulations of collagen on 16 april 1997 in the nasolabial folds. On 14 july 1997, the pt developed erythema, induration and herpes at the nasolabial folds; the test site was also symptomatic. The physician prescribed a topical corticoid and antibiotic and injectable triamcinolone.